Manufacturer narrative:
This report is filed on february 01, 2018.

Event description:
It was reported that the patient experienced infection and extrusion of the electrode array into the external auditory canal. Subsequently the device was explanted on (B)(6) 2017 and the patient was re-implanted with a new device during the same surgery.